Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two inappropriate shocks after a few days after the implant due to apparent air entrapment. Technical services (ts) discussed the morphology appears to be from air bubbles escaping from the device connection and it was recommended to use the primary vector. The s-ICD system remains in service. No additional adverse patient effects were reported.